Manufacturer narrative:
The pump passed the displacement test and basic occlusion test however, the pump alarmed compromised force sensor system during prime/compromised force sensor system test at 1.5 lbs due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test or verify motor error alarm due to compromised force sensor system alarm. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 264 mg/dl at the time of the incident and had a manual injection. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.